Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once additional information has been completed.

Event description:
The customer reported they were getting an error on the 8100 unit saying unit "out of range". No patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they were getting an error on the 8100 unit saying unit "out of range". No patient involvement.

Event description:
The customer reported they were getting an error on the 8100 unit saying unit "out of range". No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed pmc for accuracy - low (volume, temp, pressure). A review of the device history record for sn(B)(6) was performed from date of manufacture 10/13/2016 to present date 01/12/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device based on the findings, service was unable to determine the proximate cause of the reported issue. Performed preventive maintenance.. The customer reported problem cannot be determined. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.